Manufacturer narrative:
(B) (4). (B) (4). Result - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible in the inflation lumen, the guide wire lumen, and the balloon. The balloon was partially pressurized. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon, when water leaked out of a pinhole 2.5 mm distal to the proximal marker. There were no scratches found. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first pre-dilatation with the voyager, the balloon had ruptured at 4 atm. It was replaced by another voyager and the procedure was completed with deploying another company's stent. No additional event or patient information is available.